Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
Customer's father reported via phone call that the act button does not respond from time to time and has been getting worse for the last week. No significant events leading to the keypad issue. Father stated that the customer's blood glucose was elevated because of the malfunction. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was out of warranty and was not replaced.